Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump stopped working. The customer's blood glucose was unknown at the time of incident. It was reported that the buttons was unresponsive when pressed. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. All buttons responding properly, the keypad traces and the keypad connector was inspected and no anomalies noted. The insulin pump powered up properly after battery installation. The insulin pump was monitored and no blank display anomalies were noted. No cosmetic damage noted.